Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient wanted stimulation higher up their back. An impedance check was performed and all the existing programs were tested for where the patient felt stimulation. The manufacturer representative attempted to work around multiple out of range impedances. The manufacturer representative changed the electrode configurations and contacts used and was able to move the stimulation into the patient¿s back/buttocks. The patient was satisfied with the results. The patient planned to follow up the following week to verify satisfaction and set up adaptive stimulation. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.